Manufacturer narrative:
Device code# 1354 relates to component code# 419. Device evaluated by manufacturer: magnified inspection of the returned device revealed no damage or irregularities. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall near the mid-section of the balloon. Inspection of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a balloon leak occurred. The vascular access site was radial. The length of the lesion was 60mm with a vessel diameter of 3mm. The lesion was de novo and eccentrically shaped. The 90% stenosed lesion was located in a mildly tortuous and severely calcified distal right coronary artery. During predilation a 2.0x15mm maverick2 monorail balloon was inflated to ten atmospheres. While inflated a small leak was noticed. The balloon was removed and a second 2.0x15mm maverick2 monorail balloon was used with the same small leak noticed in the same spot. Dilatation was completed with a non bsc balloon. The procedure was completed with the implant of unspecified 2.75x23mm, 3x23mm and 3x28mm stents in the right coronary artery. No patient complications were reported and the patient's status is stable. Device analysis revealed a pinhole in the balloon.